Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(6) . No parts have been received by the manufacturer for evaluation. The manufacturer date was unavailable at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that while using the straight suction the tip was worn. There was no delay to the procedure. No impact on patient outcome.